Event description:
It was reported that the patient had an infection at the lead site. It was not known if infection was device or procedure related. The patient was put on antibiotics and underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5031347. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(4). Batch: 353801.